Event description:
It was reported that a patient presented for a generator change. During the procedure, the device pocket was found to be infected. The device and leads were explanted on (B)(6) 2018. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.